Event description:
It was reported that while on patient, the expiratory one-way valve in the patient cassette was found stuck in the 'closed' position. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The investigation of the returned patient cassette has been finalized. No deviation was found with the patient cassette. Evaluation of the received device logs confirm the reported failure. The logs show a successful system checkout (sco) in the morning on the date of the event. After the sco, 3 cases were performed without deviations. In beginning of the fourth case, in manual ventilation mode, two technical error codes were generated. The error codes indicate an airway pressure sensor error and that the set airway pressure, 23 cmh2o in this case, were exceeded with more than 7 cmh2o. The sco performed after the event failed the inspiratory and expiratory valve test due to a stuck expiratory valve. Prior investigations of similar failure modes have found that a stuck plate/disc in the expiratory valve may lead to the reported issue. The root cause of a stuck valve in prior case has not been possible to fully determine by the performed tests and analysis. Different methods to simulate a stuck valve have been used. The valve has been exposed to saline, human saliva and water which were added to and then extracted from a co2 absorber. When performing the simulation method above it was possible to reproduce the event with a stuck valve but we do not have any evidence that these simulation methods correspond to what made the valve to get stuck at the hospital.

Event description:
(B)(4).